Event description:
It was reported that, before npwt, the seal of one (1) renasys f large w/soft port was opened. Item was not sterile. The treatment was performed, without any delay, using a similar s+n back-up product. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: h6: component code, type of investigation, investigation findings and investigation conclusions. H11:the product was not returned for evaluation; therefore, a product analysis could not be performed. However, the provided images were reviewed and revealed that the packaging was opened. The review of the production records revealed no issues were detected during the manufacturing process. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. The supplier stated that, the root cause of the reported event was identified as the pleat in the film during the packaging operation. When the packs were cut, the blade cut the pleated film creating the opening in the pouch. The inspection step in place did not capture the opened pouch. The personnel was retrained. This has the potential to result in the reported failure mode. At this time, there is reason to suspect that the product failed to meet product specifications at the time of manufacture. However, based on this investigation, the need for corrective action is not indicated.